Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in april 2009 and performed to specification up to the 29th march 2015. A fresh pad-pak was installed during this time. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(4) 2015. The pad-pak became depleted during this time. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the pad unit powers on without manual intervention.